Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, the spring tip unraveled. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The returned device presented with an unraveled spring tip and the proximal end was detached from the wire. The proximal end was not returned. It was further reported that the proximal end of the wire was cut after finishing the procedure. The procedure was completed with this device. No patient complications were reported and the patients status is stable. However, returned device analysis revealed corewire fractured at 329cm approx. From proximal end.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed several bends and kinks along the wire and the spring tip was unraveled. The corewire fractured at 329cm approx. From proximal end. All outer diameter measurements were within specification. The portion fractured was sent to the (B)(6) lab for analysis, after (B)(6) lab result the fractured occurred due to a bending overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).